Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the surface of the shell, crease fold and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify an opening a sharp in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening in the radius side assessed as unidentified (tear) opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left device "deflation" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." The device remains implanted. The manufacturer of the device is unknown.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.